Event description:
It was reported to boston scientific corp that, during a prostate biopsy procedure, a trupath biopsy needle was used to capture a tissue sample. The trupath biopsy needle successfully captured a tissue sample. The physician removed the needle from the pt and attempted to retrieve the sample from the device. The device would not lock and the specimen "would be ejected." Further follow up with complainant revealed that the sample "flew across the room and landed on the wall." There were no pt complications or injuries to anyone present. The procedure was completed with another trupath biopsy needle.

Manufacturer narrative:
A visual and functional analysis revealed that the device could not be armed. The button could be fully depressed, but the cannula latch wold not lock into place. The device was disassembled and it was found that the cannula latch was manufactured from a single cavity mold, known to cause arming issues. .